Event description:
This report is based on information provided by philips authorized service personnel(asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl indicating that the screen was blurry. There was reportedly no patient involvement. The asp evaluated the device onsite and found the issue. The asp confirmed the malfunction of the blurry screen was due to the display assembly and keyspan pca being defective. The bench repair technician replaced the display assembly and keyspan pca. The device passed all performance assurance tests and was returned to the customer. Based on the information available and the testing conducted, the cause of the reported problem was due to the malfunction of the display assembly and keyspan pca. The reported problem was confirmed. The asp replaced the display assembly and keyspan pca to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.